Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to missing or corrupted software. The digital board was replaced and the software was reloaded to remedy the report. It could not be firmly established how the software became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.